Event description:
Attempted to suction patient; inline suction catheter got stuck; caused patient to not be able to breathe for a brief period of time. Assessed patient, tubing, vent, called for help. Finally able to pull inline catheter. Returned back to baseline. Ballard was replaced.